Event description:
It was reported that the patient was experiencing hypotension and altered mental status. It was noted that the right atrial (ra) lead exhibited possible over sensing of possible non physiologic signal. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:dtmb1qq crt-d implant date: (B)(6) 2020, 6935m-62 lead implant date: (B)(6) 2020, 4598-78 lead implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It further reported that the patient complained of weakness and it was noted that the patient got sick in a restaurant, and had diarrhea and orthostatic hypotension. The discharge diagnosis was provided as ulcerative descending colonic mass and the patient had a colonoscopy and the pathology is pending.